Event description:
Customer reported the system will not boot or power up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, repaired the power cord, and replaced 2 fuses. System operates as intended.